Manufacturer narrative:
On (B)(6) 2016, an fse conducted on-site follow-up with the customer. The fse found that the low pressure was due to defective valves. The fse replaced all 3 buffer solenoid valves and returned the instrument to normal operation. The most probable cause of the reported event was due to a defective solenoid valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer intermittent low pressure with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.